Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the helix of the lead became extrinsically distorted due to pullin g/stretching/overstress. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead had an out of specification analysis result for extension/retraction due to greater than indicated number of turns to retract. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the helix on the right ventricular (rv) lead was stretched. It was noted that the stretching possibly occurred while repositioning the rv lead after the first deployment. The rv lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.